Event description:
Air bubbles were observed by the physician on arm of the stopcock of the introducer.

Manufacturer narrative:
Functional testing of the returned introducer confirmed no leaks or aspiration through the sideport were observed. Microscopic examination of the seal revealed no damage. The cause for the reported air bubbles is unk. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 09/08/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010. The following dates are estimated, only month/year is known: expiration date.